Event description:
The physician reported to co that product would not withdraw from a catheter. When the physician tried to pull the coil out it detached in the catheter. There was no consequence to the patient during or after the incident.